Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced traumatic occlusion due to hitting on mainly teeth #8 and 9, no posterior occlusion, #9 irreversible pulpitis, and symptomatic apical periodontitis. Patient will require root canal treatment. Doctor advised patient to stop aligner treatment.